Manufacturer narrative:
The previously submitted MDR inadvertently did not report the specific error message showing on the suspect device during the event.

Event description:
A screen shoot was received by the manufacturer showing the displayed message on the handheld when screen freezes "tap the target firmly and accurately at each location on the screen. The target will continue to move until the screen is aligned." An analysis was performed on the returned programming computer and no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. An analysis was performed on the returned programming software and the reported allegation was not verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.

Manufacturer narrative:
.

Event description:
It was reported that vns programming computer screen freezes on the alignment screen. The hard reset was performed but did not solve the issue. Review of manufacturing records confirmed all tests passed for the device prior to distribution. The suspect computer was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date.